Event description:
Customer reported potential false negative hcg results, on two different lot numbers, with the mckesson hcg cassette on one patient. Customer reported that patient tested positive at home using an unspecified home pregnancy test. The patient tested negative in the office using two(2) different lot numbers with the mckesson hcg urine cassette. The laboratory blood test showed the hcg as 105 miu/ml. The following was reported: internal controls: present, nothing appeared unusual; the customer does not run external controls. Kit stored at room temperature. Experienced users that follow the proper procedure; 3 drops of fresh urine; color/clarity of urine is unknown; specific gravity was not tested. Read time: 3 minutes, but a positive line showed up after 15 minutes. Timer used? Yes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The mckesson hcg cassette model #ftc-102-obw12; lot#hcg3050276 referenced, is being reported under a sperate medwatch report number 2027969-2014-00021. Investigation pending.